Manufacturer narrative:
Correction to the initial MDR in block h11. This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with ncep-00179884. Block d2b additional pro codes: nhl, pjs.

Event description:
It was reported that the patient implanted with this electrical stimulator described a shocking sensation through their head when they turned their device off. Boston scientific patient care contacted the patient and the patient elaborated, explaining they had turned off their stimulator system multiple times in order for the completion of an electrocardiogram (EKG) and a magnetic resonance imaging (MRI). During those times, a slight shock sensation was felt from the lead entrance site to the middle of her forehead, which lasted for a couple seconds. The patient was advised to speak with their physician regarding these sensations. Three good faith effort attempts were made to ascertain the resolution to this issue. No additional information was able to be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
Block d2b additional pro codes: nhl, pjs.

Event description:
It was reported that the patient implanted with this electrical stimulator described a shocking sensation through their head when they turned their device off. Boston scientific patient care contacted the patient and the patient elaborated, explaining they had turned off their stimulator system multiple times in order for the completion of an electrocardiogram (EKG) and a magnetic resonance imaging (MRI). During those times, a slight shock sensation was felt from the lead entrance site to the middle of her forehead, which lasted for a couple seconds. The patient was advised to speak with their physician regarding these sensations. Three good faith effort attempts were made to ascertain the resolution to this issue. No additional information was able to be obtained. No additional adverse patient effects were reported.